Event description:
Edwards received information through a clinical trial that a patient underwent a surgical aortic valve replacement with a 23 mm valve developed significant left bundle branch block during surgery. The patient did have a spontaneous rhythm. It was decided to pace the patient to achieve a faster heart rate and more reliable rhythm. A second pair of pacer wires were placed for additional security. The patient tolerated the procedure well and was transferred to the ICU in satisfactory condition. One month later, the patient was diagnosed with endocarditis with vegetation on aortic tissue as confirmed by echo. Tee indicated probable abscess in addition to progressive aortic regurgitation with a <1 cm vegetation. The patient was discharged after nine days to another hospital for continuation of antibiotic regimen with plans for follow-up tee in one month.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
The device was not returned to edwards for evaluation due to endocarditis. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early postoperative period. A definitive root cause could not be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent a surgical aortic valve replacement with a 23 mm pericardial valve and developed significant left bundle branch block during surgery. The patient did have a spontaneous rhythm. It was decided to pace the patient to achieve a faster heart rate and more reliable rhythm. A second pair of pacer wires were placed for additional security. The patient tolerated the procedure well and was transferred to the ICU in satisfactory condition. One month later, the patient was diagnosed with endocarditis with mobile echodensity at the base of the aortic valve confirmed by tee.